Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d8, g2 (unmark health professional), e1 and e2 (should remain blank). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint no image was confirmed. Based on the results of the investigation, it is likely that the image did not displayed due to bi (printed circuit) board failure. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monitor exhibited no image; no response when pressing the buttons. The issue occurred during a diagnostic procedure. There were no reports of patient harm.